Event description:
It was reported that after an afib case, a pericardial effusion was confirmed and found through intracardiac ice. Caller reported that the medical intervention provided was pericardiocentesis and 200 cc's were removed. The patient's condition is stable.